Event description:
It was reported that the hv lead impedance had increased. The setscrew of the ICD was found to be loose when the pocket was opened in 2009. It was tightened, but later tests showed that the impedance was still high. Therefore, the ICD and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported impedance measurement anomaly could not be reproduced during analysis. It is believed that the impedance anomaly was related to a connection issue or lead anomaly.

Event description:
It was reported that, "the doctor used the silver cutting edge advantage broaches. The broach went down to the neck resection and calcu-r planning was performed. A #9 silver broach was used. The real stem was inserted and was proud approximately 7-10mm. The stem was removed and the gold broaches were use. The femur was broached using a #9 gold broach. The stem was reinserted and impacted down to the correct level."